Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.50 x 12mm stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and was not returned for analysis. Crimp markings are evident on the exposed balloon wall; indicating that full crimp contact was achieved between the crimped stent and balloon. A visual and tactile examination found there were several hypotube kinks along catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink at the port entry site. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous right coronary artery (rca). A 3.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment/separation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent detached outside the patient's body and was disposed.